Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1740, 1741. It was reported the pt is no longer receiving stimulation. X-rays revealed the lead was pulled out of one extension. There are no reported falls or trauma by the pt. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.